Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining battery of 41% to 29% in a six month time span. The caller was inquiring if the observation could be related to a product advisory. A boston scientific technical services consultant stated a download of the device data could be sent in for review. Efforts to obtain additional information were unsuccessful. No adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.